Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information requested and received: was it on the third firing on the sleeve that the device would not open: yes. What color cartridges were used in the first two firings: green and black. What troubleshooting steps were used to reverse the knife: tried powered reverse didn¿t work, then went to manual lever. How many strokes of the manual release lever were attempted: it would only go once. What is the current patient status: unknown at this time, patient was doing good the day after.

Event description:
It was reported that during a sleeve gastrectomy procedure the first device was fired twice and sounded like the battery was dying. The second device fired once over very thick tissue with a black gst cartridge, only fired halfway and was stuck on tissue. The powered reverse button did not work and the manual override clicked once but did not open the jaws of the device. The customer used a harmonic device to cut the device off of the tissue and sutured the large hole closed. The device was still articulated and the customer had to remove the trocar with it when removing it from the patient. The customer then had to use a pouch with a larger trocar to remove the excess stomach tissue. Postoperatively, the patient was given additional antibiotics.